Event description:
The user facility reported that the angio-seal sheath was in the vessel and when the plug was going down, they felt it click, and then pulled back for the double click. After that, they pulled everything back and it all came out. Nothing was deployed and they do not know if there was anything in the device meaning foot plate or collagen plug. They held manual pressure on the patient right after and no other issues from the case. The patient was stable. There was no blood loss.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d4, h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review could not be performed due to the lot number being unknown. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).